Manufacturer narrative:
(B)(4). The customer reported, the device is not switching on. There was no report of pt involvement. The device was evaluated by a philips field service engineer and the reported symptom was clarified. When the defibrillator was attended, it was found, after switching on, the device displays the error, "defib. Failure, cycle power." The control pca was replaced to resolve the reported issue.

Event description:
The customer reported that the device is not switching on. There was no report of pt involvement.